Event description:
It was reported that during the implant procedure, the atrial lead could not be fully inserted into the device header. Mineral oil was applied and then excessive force was used to fit the lead into the header. No adverse consequences were detected.